Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device's ECG module is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the ECG module is defective. The ECG module was replaced resolving the issue. The faulty component is not expected for return. The engineer confirmed the device was operational after repairs were completed and the device remains at the customer site.